Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5113661, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient blood pressure and pulse rate dropped and was coded during the trial procedure. The physician believed that the lidocaine might have gotten in the epidural space. The patient was reportedly doing well.